Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that 65-year-old male patient was implanted with an impella 5.5 for mechanical circulatory support. However, purge fluid was noted to be leaking between purge reservoir and check valve. Purge flow 12ml/h, pp 400mmhg. It is unknown if intervention was required for the leak. There was no reported patient harm.

Manufacturer narrative:
The investigation into the purge leak - pump issue has been completed. The device was not returned for benchtop investigation. According to the clinical information provided, purge fluid was leaking between purge reservoir and check valve. The cause of the purge leak issue was not determined since product was not returned and due to insufficient clinical information.

Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed. The device was not returned for investigation. As per clinical, purge fluid was leaking between purge reservoir and check valve. The cause of the purge leak issue was not determined since product was not returned and due to insufficient clinical information.